Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the device was returned for evaluation. The device appeared to be bloody. The stent was noted to be loose on the balloon and dislodged proximally. The failure mode ¿2981 ¿ material twisted¿ is confirmed as the middle of the stent was noted to be bunched. No kinks were identified on the catheter as well as no anomalies to the luers and y-body. The balloon was examined under magnification and stent crimp marks were visible on the balloon. Therefore, based on the returned sample, the investigation is also confirmed for dislodgement of the stent. The definitive root cause for the identified dislodged and material twisted stent could not be determined based upon available information. It is unknown whether procedural issues involving the user's sheath contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4 h11: b5, h3, h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a balloon expandable stent placement via right femoral vein access, the stent allegedly migrated off the balloon and began to bend after advancing into the introducer sheath. Reportedly, a new stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 09/2021).

Event description:
It was reported that during a balloon expandable stent placement via right femoral vein access, the stent allegedly migrated of the balloon and began to bend after advancing into the introducer sheath. Reportedly, a new stent was used to complete the procedure. There was no reported patient injury.